Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reports that the liberty cycler has been alarming with the ¿drain line is blocked¿ message. Patient was advised to cancel the treatment and perform continuous ambulatory peritoneal dialysis. Patient reports observing a fluid leak after removing the cassette. Patient was advised to notify the clinic. The cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse indicated that there was no medical intervention and no complications was reported as a result of the alleged fluid leak.

Manufacturer narrative:
The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (drain line is blocked) was not confirmed. Encountered complaint symptom hb make sure heater bag is on ht tray and unclamped. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. During the initial treatment set-up, (hb make sure hb is on ht tray and unclamped) warning occurred. The treatment would not advance and the test was cancelled. An internal inspection of the cycler found that there were indications of fluid in the hp filters of the pump pneumatics. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. After replacing the hp1 filter, an (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cause of the encountered dried fluid could not be determined. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."